Event description:
It was reported that bd needle precisionglide 21x1-1/4in contained foreign matter. Verbatim: presence of stains and dirt on the needle inside the packaging and within the product. Due to this occurrence, we inform that: a notification process has been opened with anvisa (B)(4), in accordance with the requirements of current legislation; the material involved is segregated, awaiting proper guidance regarding recall or analysis.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Customer provide affected lot number 5276549.

Manufacturer narrative:
An analysis of the device history record (DHR) was conducted, along with a verification of associated quality notifications; no records previously related to this type of defect were identified. Regarding the occurrence of foreign matter, a sample provided by the customer was evaluated, allowing for the confirmation of the reported incident. During the analysis, the following conditions were observed: presence of dirt on the exterior and interior of the packaging; visible contamination around the needle and within the packaging. The evidence indicates that these conditions may be related to stages of the production process, specifically the assembly and packaging phases. Accordingly, bd confirms and corroborates the findings based on the verified samples. The production process incorporates a quantitative inspection routine based on statistical criteria, aimed at ensuring the quality and release of materials. Furthermore, the needles undergo visual and functional inspections designed to identify and contain potential defects prior to market release. It should be noted that no deviations were identified during the production of the evaluated lot. Given that the process involves manual steps and requires operational diligence, the personnel involved will receive formal guidance, with a focus on reinforcing good assembly and integration practices. Additionally¿as this constitutes the first recorded instance for this specific batch, and given that it does not exceed the limit established by the acceptable quality level (aql)¿the event will be monitored for trends in order to identify any potential recurrence and ensure the maintenance of quality standards.